Manufacturer narrative:
Device received by manufacturer, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. [Relevant medical history: bilateral pulmonary embolism, anxiety, bipolar disorder, constipation, fecal incontinence, splenectomy, hysterectomy, tonsillectomy, adenoidectomy, total knee arthroplasty, greenfield filter, total knee replacement, colonoscopy] it was reported that the system had been removed. It was reported that the patient had constipation by delayed colonic transit and pain at their surgical site. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the device had been removed for an unrelated procedure, but they also complained of pain in the area of the stimulator.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.